Manufacturer narrative:
(B)(4). Date sent: 5/13/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: no photos or videos are available. No batch number or lot number is available. No apparent issues w/ clips during initial procedure . Patient required transfusion 4-6 units. Patient is doing well.

Event description:
It was reported that a reoperation was required after a laparoscopic cholecystectomy procedure because of bleeding from the cystic artery. In the initial procedure, the device was used to clip the cystic artery and cystic duct. The clips appeared secure and the procedure completed. The evening of the procedure the patient's hematocrit had dropped and the patient was taken back to the operation room for a reoperation due to bleeding. On reoperation, there was a clip on the cystic artery, but it was not clamped and there was arterial bleeding from the vessel. The volume of blood loss was not known. It is unknown if the patient required a transfusion. The surgeon noted that the clips on the cystic duct were present, but they were loose and moveable on the duct. Another device of the same product code was used in the reoperation to control bleeding from the cystic artery and close the cystic duct. No device will be returned, as it was discarded after the initial procedure.